Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 sn# (B)(4), found evidence of broken connector pins. Analysis of the 37761 sn# (B)(4), found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins recharger (insr) would not receive the desktop charger (dtc) connector with the arrows aligned, and was not charging when connected to the desktop charger (dtc) plugged into a household ac outlet. The patient reported that they had return of pain in their legs due to being unable to use stimulator. A replacement ins recharger and desktop charger (dtc) were sent. No additional patient symptoms or additional device complications were reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-03-27. It was reported that the patient's weight at the time of the event was (B)(6)lbs. And the circumstances that lead to the implantable device being implanted were extreme back pain due to spinal stenosis and a fractured lower lumbar. The patient reported that the replacement of the desktop charger (dtc) had resolved the issue. No patient symptoms or additional device complications were reported with this event.